Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated with a programmer and wand. Technical services (ts) discussed troubleshooting including plugging in programmer to different outlet but that was ineffective. No adverse patient effects were reported. Currently, this ICD remains in service.